Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was experiencing faults on the system. The customer contacted the intuitive surgical, inc. (Isi) clinical sales representative (csr) who was offsite at the time of the issue. The csr instructed them to power cycle the system and the issue remained. The technical support engineer (tse) reviewed logs and noted errors 32097, and 319 pointing to a communication issue with on universal surgical manipulator (usm) 3. The csr stated they tried to disable arm and insert instruments and were unsuccessful. Customer converted the case to general laparoscopic due to errors. There was no reported injury to the patient. During the same time, another call was placed to dvstat. The customer reported during case they received 319 error on the system. Prior to calling, the customer power cycled system with no change and opted to converting to laparoscopic to complete the case. The tse observed communication errors, including 319, on usm3. The tse walked the caller through emergency power off (epo) of the patient side cart (psc) with no change. On 29-sep-2021, isi contacted the nurse and obtained the following information: they converted the case to laparoscopic because they needed all 4 arms for the hysterectomy procedure. There was no injury to the patient and the laparoscopic procedure was completed successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the error 319 issue on usm 3. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the returned usm confirmed the customer reported errors 32097 and 319. The unit was returned for failure analysis, and the reported failure (319 on acs) was confirmed and reproduced. The unit was tested on an in-house system and failed normal mode showing errors 1126 ac_3e. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed direction, brake, friction, sensor check, lissajous, but failed fiber test. The rolling loop was swapped with a new one and the error no longer occurred. The original rolling loop was reconnected, and the errors returned. The rolling loop assembly was replaced as a fix to the reported problem.